Event description:
Customer reported that the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.